Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice during therapy, in dwell 3 of 5. The patient explained all the bags were still connected and that she did not disconnect. Gts explained the error indicated a large amount of air had entered into the disposable set. Gts then had the patient close all the clamps and cycle power to clear the error. Gts also advised the patient to discard the supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.